Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump error due to connector resistance issue. Insulin pump was received with normal operating currents, no unexpected power loss alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm and power error detected alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed for power error detected alarm and noticed the notification light stopped flashing immediately. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.